Manufacturer narrative:
This MDR is for her (B)(6) daughter and u by k sleek regular absorbency. An assessment of the device history record for the reported lot code was completed based on the time provided and the time period used for statistical sampling for product release. This assessment found no anomalies that may have caused or contributed to the reported issue. A cluster assessment found 0 similar or related complaints for the reported lot. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. A root cause could not be determined. The complaint could not be confirmed. Since no root cause was found, there is no corrective or preventive action that can be taken at this time. No further information is available at this time. We will provide al follow-up report if additional information becomes available.

Event description:
This MDR is for her (B)(6) daughter and u by k sleek regular absorbency.

Manufacturer narrative:
Investigation findings: this is a non us event. A consumer called in explaining that she and her daughters have had numerous issues with the u by (B)(6) sleek tampons. The tampons have been falling apart over the last month and leaving pieces of tampons in the vagina which were removed manually. This MDR is for (B)(6) daughter and the u by k sleek regular absorbency. Device history record is under review. Information from this incident will be included in our product complaint and MDR trend analysis. Complaints which are serious in nature are reviewed on a weekly cadence or for due cause to provide visibility and escalation. Complaints are also monitored for trending during our personal care complaint review process on a monthly cadence where a cross-functional team meets to review complaint trends. No further information is available at this time. We will provide a follow up report when the investigation is completed.

Event description:
This is a non us event. This event occurred in (B)(6). A consumer called in explaining that she and her daughters have had numerous issues with the u by (B)(6) sleek tampons. The tampons have been falling apart over the last month and leaving pieces of tampons in the vagina. They have removed the pieces manually and have not required any medical care. None of the tampons appeared different prior to use. This MDR is for her (B)(6) daughter and u by k sleek regular absorbency.